Manufacturer narrative:
(B)(6). (B)(4).

Event description:
During a meniscus repair procedure it was reported that upon deployment and advancement of the trigger, the second anchor came off the end of the needle tip. This occurred after t1 was deployed in the patient; t2 fell off before passing through the meniscus. T1 was cut-free and removed, and does not remain in the patient unsupported. The surgeon was confident that all debris was removed. This occurred a second time with another device. A back-up device was utilized and the case was completed without further incident. There was a two minute delay in the procedure. The patient was noted to be normal post-procedure. The device was discarded and will not be returned.